Event description:
The pt was having an MRI scan of the right femur utilizing a philips intera 1.5t scanner with the sense body coil. Proper positioning and safety techniques were utilized during the scan. Barriers, such as sponges and blankets were used to prevent the pt coil from touching the pt, as well as correct body weight entry into the machine for sar levels. The cables to the coil were not kinked, wrapped, or coiled, they ran from the coil out of the machine where they plugged in. After the exam, the pt complained of a burning sensation on his anterior lower leg. The pt was examined by the radiologist as well as an internist/ general physician. He was diagnosed with a small 1st degree burn measuring 1 x 4 cm by the internist with the radiologist describing the area, as well as the surrounding erythema, to measure in total 15 cm. The pt was treated with antibacterial ointment.